Event description:
It was reported that during a routine follow-up, externalized conductors were observed via diagnostic imaging. The patient was asymptomatic. Lead will be explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.